Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent an anterior cervical fusion at c3-7 using a cervical plate system. It is reported that a prefixation pin broke off in the c7 vertebrae when trying to remove from the patient. Reportedly, the physician was unable to remove the piece that was embedded in the vertebrae and it is retained in the patient. No further complications were reported.